Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan USA, alleging inaccurate result of "290 mg/dl" as compared to another meter result of "66 mg/dl" performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient claimed that just prior to testing on the subject device he was experiencing symptoms of "nausea." It is not known how the patient manages their diabetes. The patient denied requiring medical intervention for the symptoms. At the time of troubleshooting, the customer service advocate confirmed that the meter was set in the correct unit of measure. The subject test strips were unexpired at the time. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.